Event description:
Pump was set up 3.23 about noon to give morphine as pca only, 1 mg with 6 min lockout. When nursing reviewed the history they saw that the pt only received 2 mg but they found the pt at 3 pm oversedated with shallow respirations. Narcan was given as reversal agent. Disposable set and syringe were sent to biomed. Syringe originally had 22 ml when pca was set up, currently has 11 ml remaining. Tag on syringe shows concentration is 5 mg/ between 12:42 pm and 1:19 pm, each for a volume of 5.9988, which calculates to 29.994 mg/dose, and a total volume of 11.9976 ml. The volume is consisted with the observation of original syringe volume and current remaining volume. The device event and keystroke logs along with the hosp specific data set were forwarded electronically to the MFR for review.